Manufacturer narrative:
Device passed active current measurement, sleep current measurement, and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. However, pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin at keypad assembly. The following were noted during visual inspection: cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons sometimes had to press twice. Customer stated that insulin pump' battery compartment had missing copper spring and diminished battery life. No harm requiring medical intervention was reported. The device will not be returned for analysis.